Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple errors. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump diminished battery life and customer changing batteries much more often since they received insulin pump and insulin pump did reject a new battery. The device will not be returned for analysis.